Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl at the time of incidence. The customer did not mention any symptoms or treatment of their blood glucose levels. Customer reported that the insulin pump was working on manual mode. Customer declined to troubleshoot for high blood glucose level because they did not have continues glucose monitoring system connected to insulin pump. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.